Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose reading was 169 mg/dl. The customer states they were taking a shower prior to the event. It was also stated that the insulin pump tried to suspend, but it goes to utilities instead. The customer was not able to clear the button error alarm. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window, cracked case at reservoir tube window corners, broken battery tube threads and corroded battery tube.